Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient implanted on (B)(6) 2012 with lcp medial distal tibia plate. Approximately six months post op, (B)(6) 2012, patient presented to surgeon with nonunion of the distal third of the tibia, fibula fracture. Patient returned to or on (B)(6) 2012, all hardware was removed, patient revised to orif of tibia with lcp plate and orif fibula with lcp plate and bone graft. This is 2 of 11 reports for this event.